Event description:
The customer reported to leica microsystems that the tissue processed on the peloris tissue processor was brittle and hard to cut.

Manufacturer narrative:
A review of the instrument logs to determine the root cause of the complaint is in progress.